Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, the patient experienced pericardial effusion that required pericardiocentesis. It was reported that fluid filled the outer portion of the heart and had to be drained. The septum was crossed, and mapping was started in the left atrium when they checked intracardiac echocardiography (ice) for a baseline effusion and noticed the pericardial effusion. They drained the fluid from the pericardial space. The patient was taken to the unit and noted that the patient was awake at this time. The patient fully recovered. The physician mentioned the injury may have been caused before they crossed the septum while they were attempting transeptal access with the faradrive sheath and the baylis needle but was not confident. No ablation was performed prior to noting the pericardial effusion. There was no evidence of steam pop. Although the physician believed the event was caused by transseptal puncture, the event occurred after mapping was started in the left atrium and therefore, the mapping catheter cannot be disassociated from the adverse event and is being conservatively reported.